Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that after a second round of use of terracortil, the hypergranulation slowly decreased and is now completely gone. The stoma-site no longer shows signs of irritation. From now on the site will be cleansed each day with hibidil and afterwards covered with a dressing. The push and pull routine will be carried out twice a day.

Manufacturer narrative:
Reference record (B)(6). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in(B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. Patient experienced keloid tissue at the peg site. On (B)(6) 2016 terracortril ointment was started.